Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during an open right hemihepatectomy. While firing on the pedicle, there was poor staple formation. The handle crunched on the first squeeze and then released. The staple line was formed incompletely. The stapler handle crunched on the first squeeze. This happened with two staple handles so to complete the procedure, a competitor's device was used. No patient injury or extension in surgical time. Patient status is alive, no injury. The patient underwent chemotherapy or radiation treatments.